Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report 1 of 3 received that the device powered off without alarming. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of taxol. No specific programming parameters were provided. The customer reported that after the device was unplugged from ac power for the patient to walk to the bathroom, the patient noted the device stopped infusing and the screen was blank. The patient notified the nurse. No audible alarms were noted. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact stated, "our devices are always plugged in and the batteries are always charged." Though requested, no additional information was provided.